Event description:
Revision knee. Symptoms included prolonged pain, swelling and inflammation inconsistent with normal knee replacement recovery. .

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update 23 jan 2015 --- conclusion and justification status: following investigation, the MDR report concluded that the revision was not due to alumina particles. The bio engineering report concludes that need for revision was undetermined with the information provided. The customer did not report a device defect. Reference was made to the field safety corrective action but no device defects were explicitly stated. It is unlikely that there was a manufacturing fault. A field safety corrective action for duofix femurs was issued on 22 july 2009 after investigation in (B)(4). However, this complaint is considered out of series with an undetermined failure. Should any further information be provided relating to this case then further investigation will be undertaken. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis and through post market surveillance per sep-419. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The lcs duo-fix femoral components were voluntarily recalled from the market in july 2009, and the lcs duo-fix femoral product codes are now considered inactive. Further inspection of components will not be performed as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Where individual retrieval analysis is undertaken to confirm the presence of alumina in the poly bearing surface then these reviews will be attached to the complaint record.

Manufacturer narrative:
Update 23 jan 2015 --- conclusion and justification status: following investigation, the MDR report concluded that the revision was not due to alumina particles. The bio engineering report concludes that need for revision was undetermined with the information provided. The customer did not report a device defect. Reference was made to the field safety corrective action but no device defects were explicitly stated. It is unlikely that there was a manufacturing fault. A field safety corrective action for duofix femurs was issued on 22 july 2009 after investigation in (B)(4). However, this complaint is considered out of series with an undetermined failure. Should any further information be provided relating to this case then further investigation will be undertaken. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis and through post market surveillance per (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This product has been identified as not being sold in the us; therefore, no MDR is required. Accordingly, we are rejecting the medwatch reports, 1818910-2013-14625, previously submitted in connection with this product.

Event description:
Rejection 9/18.